Manufacturer narrative:
Eua# (B)(4). H6: investigation summary the complaint investigation for false positive result when using the bd max sars-cov-2 reagents (ref# (B)(4)) lot 0133363 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the lot was manufactured according to specifications. Customer provided 2 runs for analysis and reported a positive result in run #1575 and a negative result when retested (run #1595). Analysis of the curves show no fluorescence anomaly for those samples. Results from run #1575 indicated that another sample gave strong amplification in both n1 and n2 targets. Since the strong positive sample was located close to the samples identified as discrepant results, it is possible that a cross-contamination occurred when handling the samples or that the samples were true positive results at the assay limit of detection (lod) and, therefore, susceptible to give negative results upon repeat. There is no indication of an increase in complaints for false positive results for the bd sars-cov-2 lot 0133363. The root cause for the false positive result was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The positive sample was repeated and upon repeat the result was negative. Erroneous results were reported out, but the patient was not treated based on the erroneous results. Eua# (B)(4).

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The positive sample was repeated and upon repeat the result was negative. Erroneous results were reported out, but the patient was not treated based on the erroneous results. Eua# (B)(4).